Manufacturer narrative:
The device has been requested yet not been returned for eval. Should add'l info become available, a supplemental report will be filed. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from (B)(6) states: "the cutter stopped cutting after twenty minutes into the surgery. The cutter had to be changed. No pt impact or injury."